Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed, a follow-up report will be filed.

Event description:
Coopersurgical, inc. Service and repair log number (B)(4). A retrospective review of the reported complaint condition: "cautery does not continue when foot pedal held down" indicates a product malfunction which could possibly necessitate intervention to achieve desired outcome. Reference e-complaint number: (B)(4). .